Event description:
It was reported to nova biomedical that a consumer received a result of 107 mg/dl on their blood glucose meter. The consumer immediately performed three additional tests using the same meter and strips getting the following results of 163 mg/dl, 172 mg/dl and 159 mg/dl. A control solution test performed while troubleshooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.